Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen. There was no contrast visible, which is consistent with the reported information that the sds was inserted into the body. A kink in the distal shaft distal to the guide wire exit notch and multiple kinks in the hypotube were noted. There was no other damage noted to the sds. The protective sheath was not returned. The noted damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular. Thus the damage does not appear to have contributed to the reported stent dislodgement or to be related to a product quality deficiency. Potential causes for stent dislodgement may include: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units are destructively tested for stent dislodgement force. Analysis noted the stent implant dislodged from the sds and was not returned. The balloon was tightly folded with crimp marks between the markers suggesting the stent was properly placed on the balloon during manufacturing. Additional information was received stating that the promus sds was inserted two times into the patient. It should be noted that the instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is possible that there may have been interaction with the guiding catheter during the re-insertion of the promus sds, contributing to the reported stent dislodgement; resulting in the stent remaining in the body (foreign body in patient). Lot release testing results were reviewed and all stent dislodgement samples met manufacturing criteria. Although a conclusive cause can not be determined, the reported stent dislodgement in the patient appears to be related to procedural circumstances and there is no indication of a product quality deficiency.

Event description:
It was reported that while attempting to cross the lesion in the right coronary artery with the promus rx stent delivery system, the physician noted that the stent was no longer on the balloon. The physician could not locate the stent. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was received noting there was a 99% distal stenosis, the stent delivery system entered the patient twice and pre-dilatation was performed with a non-abbott balloon catheter.